Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned to nxstage, therefore the exact cause of the alarm cannot be determined. The user's guide states possible causes of this alarm as improper connections, a kinked or clamped arterial line, an arterial access problem, a clotted filter, or filtration fraction set too high for the filter. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure low alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.